Event description:
Additional information was received from a company representative (rep) reporting that the pump was replaced on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis identified prescription table corruption during the pump memory log analysis and the cause was undetermined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative. The pump had been dismantled and was to be returned to the manufacturer. The reason for the pump replacement was that the patient wanted it, as they were unsure that it would happen again after the motor stopped.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen with concentration 1000.0 mcg/ml at a dose rate of 115.,00 mcg/day via an implantable pump. It was reported that the pump stopped twice and a critical alert occurred. The pump was read due to the critical alarm. The pump had reset to factor settings. As per the logs, the following occurred: 2024-apr-15 13:18 - critical alarm regarding pump motor stall occurred 2024-apr-15 14:54 - pump motor stall recovery occurred, 2024-apr-28 00:01 - critical alarm regarding pump reset and defaulted to minimum rate (safe mode), 2024-apr-28 09:44 - event status cleared, 2024-apr-28 09:44 - critical alarm regarding pump reset and defaulted to minimum rate (safe mode) it was noted that start of the pump with programming of a continuous bolus was not possible. They changed from flex mode setting to cyclic mode, and the alarm could only be deactivated after and programming a bolus. The pump rate should have increased at 00:00 and a critical alarm occurred shortly after 00:00. They were questioning what could have caused this issue that the pump went into safe mode. Regarding factors that may have led or contributed to the issue it was noted that the patient was not exposed to electromagnetic interference or other known references and the patient was asleep. The clinician programmer tablet was using the latest version of the synchromed pump software application. The patient was doing well as of 2024-apr-29. The issue was resolved as of 2024-apr-29. The patient was without injury regarding their status as of 2024-apr-29. The patient was to come in again on 2024-may-01. The patient's medical history, age, and weight were unknown or would not be made available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that the patient's pump was going to be replaced in the next few weeks. The problem did not occur again, but flex mode was no longer programmed.